Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be successfully interrogated using a programmer that had been updated with the most recent firmware. This programmer was able to interrogate two different s-icds previously. Successful interrogation was performed using another programmer which did not have the required updates. However, once the updates were performed, interrogation could not be performed with this second programmer. Magnet application did elicit tones. A boston scientific technical services consultant documented and discussed troubleshooting techniques. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the event description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.